Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they changed the infusion set and received a no delivery on the insulin pump. The customer¿s blood glucose level was 462 mg/dl. The customer took a manual injection of 8 units to 10 units of insulin. The customer also had a high blood glucose level of 585 mg/dl. The customer stated they got no delivery alarm with basal and bolus all within 30 minutes. The customer stated the event was resolved by changing the complete infusion and reservoir set. Additionally, the customer reported that the drive support cap was damaged. The reservoir and insulin pump will both be returned for analysis.